Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8198169. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked. The following information was provided by the initial reporter: "on the evening of 31st, march, the patient was escorted for cta examination. During the examination, the indwelling needle was ruptured during the injection of contrast medium, which led to the interruption of the examination. The patient and family members were frightened, and they felt distrust and anger towards the hospital. A reasonable explanation was requested. The nurse on duty apologized and asked the patient what the discomfort was, the patient had no complaint. Allowed the patient to indwell the indwelling needle again and accompanied and the examination again. Immediately after the inspection, notify the undergraduate head nurse and the hospital's general duty. After the coordination of the total duty, the patient will be hospitalized for observation."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm leaked. The following information was provided by the initial reporter: "on the evening of 31th, march, the patient was escorted for cta examination. During the examination, the indwelling needle was ruptured during the injection of contrast medium, which led to the interruption of the examination. The patient and family members were frightened, and they felt distrust and anger towards the hospital. A reasonable explanation was requested. The nurse on duty apologized and asked the patient what the discomfort was, the patient had no complaint. Allowed the patient to indwell the indwelling needle again and accompanied and the examination again. Immediately after the inspection, notify the undergraduate head nurse and the hospital's general duty. After the coordination of the total duty, the patient will be hospitalized for observation."